Event description:
Narrative from staff: stapler inside trocar and was used properly. When first assist tried to take it out, it was stuck. Unable to get it out so she had to take entire air seal out and put new one in and get a new stapler.